Manufacturer narrative:
Additional information: lot #; device evaluated by mfg. An event regarding foreign matter involving a triathlon baseplate was reported. The event was confirmed. The device was returned with the outer box, inner blister with foam and the implant. A container with the foreign matter (hair) was also returned. The box had the IFU inside and still had the shrink wrap intact on most of the outer box. Medical records received and evaluation: not performed as no medical records were provided. Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for this lot. Based on the returned device with the hair that was found in the package the reported event was confirmed.

Event description:
While performing a right tka, when inner blister for the baseplate was opened, a hair was found right next to the implant. Surgeon elected to not use the implant due to sterility concerns. Another implant was immediately available in the operation room. Procedure was completed with no surgical delay and no harm to patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
While performing a right tka, when inner blister for the baseplate was opened, a hair was found right next to the implant. Surgeon elected to not use the implant due to sterility concerns. Another implant was immediately available in the operating room. Procedure was completed with no surgical delay and no harm to patient.